Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes capture and telemetry anomalies, high lead impedance and atrial feed-through corrosion.